Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the keyboard assembly. The unit then passed all performed testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator had an intermittently unresponsive keyboard. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.